Event description:
The complainant stated that the casters were not locking sufficiently to keep bed from moving. Brake not holding.

Manufacturer narrative:
A tech isolated the issue to worn casters, preventing the casters from holding when in brake. The tech replaced the left foot and right head brake casters to repair the bed.